Event description:
Rti surgical, inc. (Rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti received a complaint on (B)(6) 2014 reporting a patient underwent a surgical procedure and later developed thick fluid leakage in the region of the breast cancer resection. Additional details were provided on (B)(6) 2014 indicating the patient had undergone chemotherapy and developed a serious cold (described as pneumococcal) around the time of percutaneous mammary resection with implantation of a fortiva dermis graft on (B)(6) 2014. Approximately a month later, thick fluid leakage and wound healing disturbance near the suture site was noted. Cultures obtained were reported as positive for pseudomonas spp. And on an unknown date the graft was explanted.

Manufacturer narrative:
Investigation: a re-review of the manufacturing records, sterilization run reports, environmental monitoring results, quality control/assurance review and release, and the complaint database for related complaints associated with the lot. Investigation results: no deviations were noted during the record re-review for lot # mp133101. The graft underwent a validated sterilization; tutoplast which includes terminal sterilization by gamma irradiation after packaging. To date, rti has distributed 10 xenografts from the lot without related complaints. Conclusion: environmental data and records generated during and around the time of processing for lot # mp133101 was acceptable. According to the manufacturing records re-review, graft ID (B)(4) was manufactured to specification prior to distribution. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Communication with the physician indicated the infection was not associated with the xenograft but the serious cold the patient developed prior to implantation. Therefore, it is more plausible the adverse event is associated with a source or factors extrinsic to the implanted graft.